Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Investigation summary: visual inspection: the driving cap f/insertion handle (p/n 03.010.523 lot l731153) was received showing the threaded distal tip broken off at the most proximal thread form. The broken off tip was returned embedded in the returned concomitant insertion handle (part #: 03.033.001, lot #: l700502). The driving cap is in a used condition as there are numerous hammer/impaction marks on the cap. No other issues were identified with the returned device. The insertion handle (part #: 03.033.001, lot #: l700502) was returned as a concomitant device without an alleged complaint condition. Upon visual inspection, there is no evidence that this device contributed to the complaint condition, and therefore no additional investigation will be performed on this device. Dimensional inspection: drawing: connector for insertion handle se_380067 rev l. Feature: diameter of shaft adjacent to distal threaded tip. Specification: 7.8 mm +/- 0.1 mm. Measured dimension: 7.80 mm. Result: conforming. Measurement device: caliper ca215p. Dimensional inspection of the threads could not be conducted as the remaining thread form on the driving cap does not provide an accurate measurement for any thread diameters. The threaded tip fragment is embedded in the handle and could not be inspected. Conclusion: the complaint condition is confirmed for the driving cap f/insertion handle (p/n 03.010.523 lot l731153) as the threaded distal tip was broken off at the most proximal thread form. The broken off tip was returned embedded in the returned concomitant insertion handle (part #: 03.033.001, lot #: l700502). While no definitive root cause could be determined, it is possible that the device encountered excessive forces and/or off-axis striking. Based on the investigation findings pie-1565883 has been launched to address the identified issue. The need for further corrective/preventive action will be assessed within the pie. Further investigation will not be conducted in this complaint as it will be addressed within pie-1565883. Sustaining engineering ticket # 345154 as also been opened to address this issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.010.523. Lot: l731153. Manufacturing site: (B)(4). Release to warehouse date: mar 23, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a recon femoral nail case, while inserting a nail with an insertion handle, the nail impactor broke. The threads are in the insertion. There was no surgical delay. Procedure outcome and patient status was unknown. Concomitant device reported: unknown rafn nail (part # unknown, lot # unknown, quantity 1). Insertion handle (part # 03.033.001, lot # unknown, quantity 1). This is report 1 for 1 (B)(4).